Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were getting an MRI the day of the report and they were having difficulty turning off their stimulator. They were walked through syncing and saw the power on reset (por) code on the screen. The patient was redirected to their healthcare provider to have the por cleared so they could use the stimulation again. The patient reported they were scheduled for surgery to have the ins replaced in (B)(6) 2019. No patient symptoms were reported. No further complications were reported or anticipated.